Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (false asystole alarms) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
An (B)(6) male pt's wife contacted zoll customer support to report that the pt was receiving excessive alarms. The pt's download revealed 6 false asystole events. The pt was issued a replacement electrode belt.